Event description:
My wife had a smith & nephew oxinium knee implanted in a tkr surgery on (B)(6) 2012. Since then she has had severe pain on a daily basis, mostly above and below the implant. She has suffered almost complete loss of mobility in the knee resulting in disability. The knee makes an audible popping sound that occurs whether she is sitting, standing, walking or lying down. Even going over a bump or pothole when riding in a vehicle causes her severe shooting pain in the upper and lower leg bones. In (B)(6) 2012, she had a manual manipulation of the knee to give her more mobility. That increased the flexion from 90 degrees to 108 degrees but did nothing to lessen the pain and loss of mobility. Her next doctor¿s appointment is in (B)(6) 2013 and it seems that some type of revision surgery will be required. I have gone to several patient blogs on tkr surgery and found that the popping sound is not unusual as a complaint with the oximium knee. I also found several old online ads from law firms regarding the smith nephew oxinium knee and in those too one of the complaints is the popping sound. Dates of use: (B)(6) 2012 - (B)(6)2013. Reason for use: severe arthritis in left knee.